Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the 97755 recharger (rtm) s/n (B)(6) revealed a recharger telemetry module (rtm) failure: poor recharge quality error was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was probably within the last 3 weeks when the pt attempted to recharge the ins they got a message that they needed a new battery pack or something; pt had got that message twice and they had taken the controller battery out after the first time receiving the message. Pt noted the recharge session was slow for a while. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and they blew into the charging port. Pt attempted to recharge the ins and they were recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from the pt. Pt called back and mentioned they were still experiencing some of the same issues as when they last called in. Pt said they got a "replace controller batteries" message a few times since about 2-3 month ago. Pt also said the recharger (rtm) cord was getting hot when charging their ins and the controller screen had gone white/unresponsive (pt also said blank) when charging the ins. Pt had reset the controller to temporarily resolve the issue, but issue persisted. Pt said they had been charging for an hour only to realize the charging session had stopped by itself. A replacement rtm was requested.